Manufacturer narrative:
Batch review performed on 09 may 2018; lot 123808: (B)(4) items manufactured and released on 21 november 2012. Expiration date: 2017-10-31; no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Other devices involved: mectacer reference 01.29.203 (k112115) biolox delta ceramic ball head 12/14 ø 28 size l; lot 124962: (B)(4) items manufactured and released on 15 january 2013 expiration date: 2017-12-31; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup acetabular shell ø 54 reference 01.26.54mb (k083116); lot 124147: (B)(4) items manufactured and released on 28 january 2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup dm double mobility hc liner ø 54/28 reference 01.26.2854mhc (k092265); lot 124172: (B)(4) items manufactured and released on 11 december 2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 5 years after primary. The pathogen is unavailable. The surgeon revised all medacta hardware and implanted a spacer. The surgery was completed successfully.